Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician (B)(4).

Event description:
The patient reported a couple of months ago, their healthcare provider filled and programmed the pump, and their pump ¿did not take the program¿. The patient stated they started to hear a single tone alarm every hour or ten minutes, but they could not remember. The patient stated they had more pain in their entire body, specifically in the spinal cord area. The patient stated, he just had the pump updated on (B)(6) 2013. They also noted they were taking oxycodone. The medications used within the system were bupivacaine and morphine. A healthcare provider (hcp) later reported, the cause of the event was the programmer. While programming in flex dosing, they were giving the dose in the box that it defaults in, instead of the hourly dose. They again noted that they entered data into the box that the device defaults to where it gives the hourly rate instead of the actual bolus that needs to be programmed. The hcp stated it should not have given pain to the patient as the event was only while programming. The hcp noted no additional signs and symptoms and stated that the patient claimed increased pain, but reprogramming took only a few extra minutes. The patient had not taken his oral supplemental opiates because, they could not get them on time. The patient¿s outcome was reported as no injury and non-serious injury/illness.